Event description:
It was reported that the helix on the right atrial (ra) lead was not extending/retracting properly and lead dislodged several times during implant. The helix was tested outside of the body and took too many turns to extend and retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.